Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing and far r-wave oversensing resulting in automatic mode switch was observed on the device. The event was resolved by reprogramming the device. The patient was stable and will continued to be monitored.